Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6)2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 273494, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients device was no longer working. The patient underwent an explant procedure. No further information could be obtained.